Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if any further issues arose.